Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on continuous glucose monitor. Reportedly, the customer consumed two glucose tabs and ended up passing out. The ambulance was called, and they administered intravenous glucose. The customer alleged that the pump delivered ¿more insulin than expected based on her carb ratio and what she entered for carbs.¿ tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that all boluses delivered were manual delivered boluses. The customer acknowledged and continued using the pump for insulin therapy.